Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5, h6 (clinical and impact code).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit doesn't work and was alarming continuously. There was no patient harm reported.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit doesn't work and was alarming continuously. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse performed all functional and diagnostic tests, and the unit passed all tests according to company specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit does not work.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.